Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a motor position encoder error and physical damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was protruded/loose/sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.